Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation. Only the used qualified company cartridge and the lens case lid was returned for evaluation inside the lens carton. Viscoelastic was observed in the cartridge. The cartridge shows evidence it was placed into a handpiece. The nozzle was cracked behind the parting line on the top. As the damage progresses into the thinner tip the material splits. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicated the use of a qualified cartridge and handpiece. The associated viscoelastic was unknown. It is unknown if a qualified product was used. The reported broken haptic was not observed. The iol was not returned for evaluation. Only the used qualified company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge shows evidence it was placed into a handpiece. The nozzle was cracked behind the parting line on the top. As the damage progresses into the thinner tip the material splits. The damage to the cartridges started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the cartridge tip or the lens. The instructions for use (IFU) instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the opthalmic viscoelastic device ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. It is unknown if a qualified viscoelastic was used with the qualified lens/cartridge combination. The IFU also instructs that company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Company lens IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Temperature greater than 23° c (73° f). If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement and cause damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative on behalf of the facility reported that the haptic was torn when putting in the cartridge. The event occurred during loading process. There was no patient contact. The surgery was completed on the same day.